Event description:
It was reported that the customer experienced low blood glucose levels. The customer reported having issues with the sensor glucose readings being different from the blood glucose readings. The customer recorded a sensor glucose reading of 113 mg/dl when her actual blood glucose level was 49 mg/dl. The customer stated that she had reverted to manual injections and was not using the insulin pump at the time of the call. The customer confirmed a follow-up call for the following week. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.